Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis found there was a white, non-conductive substance on the sense ring electrode that is a likely contributor to the reported electrical issue; partial lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported the lead was removed and replaced due to "electrical failure." Lead performance trends indicated increased/high impedance. No patient complications have been reported as a result of this event.